Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed cartridge change error during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer support guided caller to remove cartridge, inspect and remove extra o-ring from pneumatic tap area, clean area with appropriate material, reattach cartridge securely, and follow on-screen steps, after which caller successfully completed loading process and resumed insulin delivery.